Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was ranging from 50(mg/dl) to 480 (mg/dl) with large ketones. Glucose tablets and juice were consumed to address low bg level. A manual injection and water were used to lower bg levels and clear ketone level. Review of the pump history during troubleshooting showed the pump battery depleted from 80% to 30% within one day. Reportedly the customer would continue to use the pump for insulin therapy.